Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in an arteriovenous fistula in a moderately tortuous and moderately calcified vessel. A 6.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilatation. However, during the second inflation for 30 seconds, the balloon burst at 10 atmospheres. The procedure was completed using an alternate device. No patient complications were reported.